Manufacturer narrative:
Reporter: unknown.

Event description:
The customer reported that the patient experienced callouses and infection on both feet, allegedly caused by wearing the shoes.

Manufacturer narrative:
Reporter: unknown. Manufacturer narrative: the shoes were returned for evaluation. One of the shoes had been cut. There was no debris or loose stitching. The cause of the patient's callouses and infection was not determined.